Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 13-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-mar-2018 with the following findings: a review of the black box showed call service 088 alarms. The pump was run for 24 hours and a call service 088 alarm was emitted. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad, with corrosion and a leak. The pump cover was removed to find evidence of moisture.